Event description:
Procedure: laparoscopic hernia repair. Reportedly, a piece of the cannula broke off and could not be located. The surgeon is under the assumption that the piece remains in the patient's surgical wound. Device is not radiolucent.